Manufacturer narrative:
See MDR 1920664-2007-00961 for the delivery device used with this lens.

Event description:
The lens was removed from the eye and replaced with another lens. There was no report of patient injury.